Event description:
Covidien rec'd info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. The eval and repair of the device has not been completed.

Manufacturer narrative:
(B)(4).